Event description:
It was reported by the rep that (2) devices were used during a laparoscopic hernia repair. It was reported that the ems fired the first few staples properly, then started to jam. The 2nd ems did the same thing. A 3rd ems was used and worked great. There was no pt consequence.